Manufacturer narrative:
A complaint of "door does not stay open" was received against instrument max clinical material number: 441916, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was replaced the screws, thus the issue was resolved. Instrument was found to be functional and released to the customer for regular use. This complaint is a confirmed failure of the bd product based on the service investigation. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument ct0929, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that the door does not hold in the open position, the screw that holds the actuator is defective. The following information was provided by the initial reporter: the door does not hold in the open position, the screw that holds the actuator is defective.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter addr 1: (B)(6). PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that the door does not hold in the open position, the screw that holds the actuator is defective. The following information was provided by the initial reporter: the door does not hold in the open position, the screw that holds the actuator is defective.